Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose (bg) level was impacted (300 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives and has insulin pens available as alternate insulin therapy.